Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 457mg/dl and diabetic ketoacidosis which was treated bolus on pump and drink extra water on (B)(6) 2018. Customer¿s current blood glucose was 157mg/dl. Customer had symptoms like vomiting. Customer was off to the insulin pump for less than 48 hours prior to hospitalization. Drive support cap was normal and the insulin exited. Insulin pump will not be return for analysis.